Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator experienced blood leakage about 1 hour after being on the machine. The machine was removed urgently and replaced to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that the circuit primed was primed for approximately an hour. The circuit was primed with blood. The anticoagulant heparin was used. There was no damage to the packaging. There was no damage observed on the device.